Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing loss of coverage. It was also stated that one of the patients lead had migrated and some high impedance were noted. The patient underwent a procedure wherein one of the leads were replaced and that the patient was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.